Event description:
Info received indicates the bed exit is not working.

Manufacturer narrative:
The technician found dried fluid around the caregiver control panel. The technician replaced the caregiver control panel to repair the bed.